Event description:
It was reported by repair work order that the technician found the patient left outer base tube weld was broken near the head end of the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.